Event description:
It was stated that the customer was at a rehab center and was experiencing blood glucose levels above 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hour off. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.